Event description:
It was reported that the pt's implant site was swollen and treated with anti-inflammatory medication. On (B)(6), 2009, surgery was performed to clean and debride the wound and repair the broken skin flap. The pt's exposed device was also re-positioned. It was recently reported that the pt is having an allergic reaction to the device. Device explant surgery will be pursued.